Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that the returned double compression plate is broken in half. Based on the event description, where it was noted that the device failed sometime between 4 and 6 weeks post-operatively and that the patient was in full compliance at the time of removal, the most likely cause(s) for the complainant's event include in-vivo loading of the device possibly causing a fatigue fracture and possibly in conjunction with bending/stressing the plate prior to implantation as well as patient non-compliance with the post-op protocol. Per product directions for use (dfu-0192), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was initially reported that the plate was broken post-op. Follow-up investigation: per the attending surgeon: patient said he was in full compliance. Plate broken between 4-6 weeks post op. Procedure was a corrective osteotomy of a mal-union distal radius fracture. Plate was ex-planted and fixation was done using another manufacturer's plate.